Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "smoked/burnt pcbs." The eval found evidence of fluid intrusion on the radio printed circuit board which can cause the battery to heat up resulting in the reported symptom. The device was retired from service.

Event description:
It was reported that a spectrum pump wireless battery module had "smoked/burnt pcbs." It was also reported there was no pt injury.